Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect hexavue custom room racks and found that the screens were flickering. The technician installed extron scalers to resolve the issue, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that images on the equipment connected to the hexavue custom room rack were "jittering". No report of injury.